Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted during the index procedure. It is reported that the patient expired approximately 2.5 months post index procedure. The cause of death was reported as atherosclerotic cardiovascular disease.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).